Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8784, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had pump problems with regard to a flipped pump and catheter issues since 2014. The pump first started flipping ¿a month or two¿ after the patient had been switched from morphine to dilaudid in 2014; in (B)(6) 2014 ¿all of a sudden the patient was not getting any drug¿ and the ¿catheter was destroyed.¿ to date the patient has had two pump revisions to move the pump because it had flipped and ¿this will be the third time¿ because the pump kept ¿slipping.¿ the patient was not sure if the pump was empty but thought there was no drug in the pump since (B)(6) 2015. The patient stated she was not able to stand on the right leg due to ¿deterioration.¿ the patient mentioned scars from the other revision. The pump was used to infuse baclofen (compounded), dilaudid (hydromorphone), and marcaine (bupivacaine). No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.